Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned.

Event description:
The patient was revised due to instability.

Manufacturer narrative:
An event regarding joint instability involving a kinemax tibial insert was reported. The event was not confirmed. Photographs of the explanted insert component were provided. There is evidence of delamination present on the bearing surface and posterior edge loading in one compartment. There is some damage present on the insert which is consistent with damage caused during explantation. The exact cause of the event could not be determined because further information such as x-rays, operative reports, patient history and follow-up notes are needed to complete the investigation for determining a root cause.

Event description:
The patient was revised due to instability.